Event description:
It was noted the atrial lead had dislodged. The dislodgement of the lead was verified by x-ray. The lead was explanted and reused. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 section.

Event description:
It was noted the atrial lead had dislodged. The dislodgement of the lead was verified by x-ray. The lead was repositioned. The patient was in stable condition throughout the procedure.